Event description:
It was reported that the patient presented in clinic due to experiencing palpitations. Upon interrogation, an atrial auto polarity switch alert was observed due to the atrial lead exhibiting low pacing lead impedance. The device was reprogrammed. No further information on patient condition post programming changes.